Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. The intent of the lag screw and sliding nail cap design is to allow fracture settlement. No further investigation can be made at this time with the available info. Cause cannot be definitively determined. No product, pre-op, or post-op x-rays were returned for eval. No lot number was provided; therefore, device history records could not be reviewed.

Event description:
It is reported that the device was implanted in 2006, due to left femoral subtrochanteric fracture. Post-op, the lag screw migrated a moderate distance. It is unk if a revision surgery will occur.